Event description:
The customer reported via phone call indicating that the insulin pump had an air bubbles anomaly. Customer's blood glucose was 390 mg/dl. The customer stated that she saw bubble in reservoir when removed to rewind insulin pump. After troubleshooting was done, customer was advised to change infusion set and air bubble was prime out.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.